Event description:
It was reported by a patient relative that the patient was resting in bed for hours and then had an "event" where the heart was "racing up to 110." The "event" lasted about 40 minutes. The patient relative confirmed the patient is "fine right now." Attempts were made to request more information however no additional information could be obtained. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.